Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the monthly clean of a bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: a user reported that the needle drips during the sit flush and monthly cleaning. The user substituted hot water, facsclean - to no avail. During the test, the apparatus collects the sample correctly. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24jan2021 to date 24jan2022. Complaint trend: there are 8 complaints related to a leakage of biohazard not contained within the instrument; date range from (B)(6)2021 to date (B)(6)2022. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage in the v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer had initially reported dripping from the needle and their attempts at cleaning the instrument with hot water and facsclean did not resolve the issue. A fse (field service engineer) was deployed onsite for the repair and they were able to identify the cause. The fse rinsed the pinch valve tubing to remove the blockage and confirmed that it was functioning properly. No parts were requested for evaluation as tubing is not returnable and was discarded. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and instructions can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # 01576908 install date: 25oct2019 defective part number: 336504 - two way pinch valve assembly nc work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - during sit flush drips from the needle problem description: a user reported that the needle drips during the sit flush and monthly cleaning. The user substituted hot water, facsclean - to no avail. During the test, the apparatus collects the sample correctly. Work performed: apparatus diagnostics with obstruction detected on waste line at valve v8. Waste line was rinsed and obstruction removed. The device is operational in accordance with the technical documentation. The date of the next periodic inspection remains unchanged, ie 03/11/2022. Cause: n/a solution: n/a returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Azure ID: 89169 ID: libivd-ra-61 2.1.6 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blockage within the v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blockage within the v8 pinch valve tubing. The fse confirmed the issue and rinsed the waste line to remove the blockage. After the cleaning, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.

Event description:
It was reported that during the monthly clean of a bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from polish to english: a user reported that the needle drips during the sit flush and monthly cleaning. The user substituted hot water, facsclean - to no avail. During the test, the apparatus collects the sample correctly. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.